Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate\sense channel. The pacing impedance measurements on the rate\sense channel ranged from 450 to 1300 ohms. Additional information indicated noise was oversensed causing pacing inhibition for at least two seconds due to the patient being pacer dependent; however, it did not last long enough for therapy to be given. There was also loss of capture noted. Under fluoroscopy there appeared to be a fracture in the lead. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.